Manufacturer narrative:
The patient data files showed at least nine applications were performed with balloon catheter afpro28 lot# 55001 and four applications with a second balloon catheter afapro28 lot # 55001 and finally ten applications with a third catheter afapro28 lot # 55001 without any system notices on the date of the event. Failure file confirmed multiple system notices (#50005) indicating that the safety system detected fluid in the catheter and stopped the injection after the last application of the second balloon catheter. Visual inspection of the balloon catheter showed dried blood inside the balloons. Smart chip verification indicated the catheter was used for nine injections. The catheter failed the performance test due to system notice ( #50005) indicating that the safety system detected fluid in the catheter and stopped the injection right after connecting to the console. Dissection and pressure tests showed the outer balloon was breached. There was a pin hole in the inner balloon and leak at guide wire lumen of the catheter in balloon segment before heat shrink and also at the guide wire lumen and tip attachment. Additionally, there was blood in the catheter handle at y-block, service loop, and coaxial connector. In conclusion, the balloon catheter failed the inspection due to inner and outer balloon breach, guide wire lumen breach before heat shrink, and also at the tip attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.